Manufacturer narrative:
The device was not returned for analysis. However, the reported device expiration issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: note the ¿use by¿ (expiration) date specified on the product label. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was inadvertently used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 2.50x38mm xience sierra stent was implanted in the patient. After the procedure it was noted that the stent was expired on 5/2/2020, but it was used because it was read out loud as 5/20/20 which was incorrect. The procedure was successfully completed. The patient did not experience any adverse patient effects or clinically significant delay. No additional information was provided.